Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon. The physician inserted the balloon catheter and advanced it forward. The physician attempted to turn the knob on the adapter and remove the occlusion balloon wire from the adapter, however, the jaw of the adapter would not open properly. The physician attempted to resolve the adapter jaw issue several times turning the knob of the adapter and was unsuccessful. The physician pulled on the wire and released it from the adapter jaw. The physician continued the case and performed intervention on the patient. The physician attempted to insert the occlusion balloon wire into the adapter and attempted to deflate the occlusion balloon and the occlusion balloon would not deflate. The patient started to experience difficulty with occlusion and vetricular tachycardia occurred. The physician pulled the inflated occlusion balloon into the guide catheter and performed defibrillation on the patient. The patient responded well and the physician completed the procedure without distal protection. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.